Event description:
It was reported that a user participating in the ilet experience study experienced nocturnal low glucose, stating that blood sugar kept dropping during the night. Symptoms included hypoglycemia. Outcomes included no reported alarms or alerts from the device and no hospitalization. Investigation included a follow-up planned to collect additional details and blood glucose information. Investigation of this case revealed that the cause remained unclear based on the available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.